Manufacturer narrative:
Results - ipg was returned for unspecified reasons. The ipg was at stim off. Another problem was found in analysis. The ipg was auto-tested and failed the impedance test. However, the ipg passed auto testing after resetting the gain and offset values using the updated 1.04 eon ipg software. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to replace the ipg. The reason for the procedure is unknown. Follow-up revealed the patient is doing well post-operatively.